Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer initially called for assistance with changing the temporary basal settings. During the call, the customer reported that her most recent blood glucose reading was high at 400 mg/dl. She explained that it was due to her taking steroids for her asthma and declined troubleshooting. The customer was assisted with changing the basal settings. The device will not be returned for analysis.